Manufacturer narrative:
No further follow-up with the user after the initial report was possible after good faith attempts.

Event description:
On (B)(6) 2019, senseonics was made aware of an instance where a patient developed pain at the site where the eversense sensor was inserted and surrounding area (i.e. Elbow).